Event description:
It was reported via repair work order that the power cord had a bent ground pin and the nurse call cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.